Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The patient was connected at the time of this event. The patient advised that they had continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.